Event description:
Additional information was provided that there was high purge pressure. Tissue plasma activator was added to the purge.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, the physician reported difficulty advancing the catheter as it has become deformed. The catheter cover has contracted and a thickening has occurred. It cannot be pushed through the repositioning sheath. No patient harm has been reported, and the patient remains on impella support.

Manufacturer narrative:
The investigation was completed. The pump was not returned. The data logs were not recovered. 26 days into care, the medical doctor reported purge pressure high alarms. The discussion with medical team about recombinant tissue plasminogen activator -lyse and exchanging the pump occurred with no confirmation. The pump was used two more days successfully before the patient was weaned off. The pump was not returned. The data logs were not recovered. The cause of the high purge pressure was not determined since the product was not returned and lack of clinical details. The medical doctor reported difficulty advancing the catheter as it had become deformed. It was reported to be contracted and thickened. No harm was reported. The pump was not returned. The data logs were not recovered. The cause of the delivery issue was not determined since the product was not returned and lack of clinical details. B.5 additional information was received. D.6b explant date was added. H.6 code was added due to new information received. D.7a revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25936.